Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(6) was completed. The monitor and electrode belt were functional and able to detect and treat. Device manufacture date: monitor: 01/2013 - reuse; electrode belt: 03/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient's physician reported that the patient arrived at the hospital claiming he was treated. The patient was inappropriately treated six times between 07:00:25 and 08:15:11. Oversensing of small cardiac signal and motion artifact contributed to the false detection. The patient briefly used the response buttons, but the response buttons were not pressed immediately prior to any of the treatments. The continued to use the lifevest.